Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the dermabond broken according to instructions for use (IFU)? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? What was done to treat the shard penetration? Was medical or surgical intervention required? What is the status of the surgeon injury today? Was the product sterilized or subjected to any other processes before application?

Event description:
It was reported that the surgeon performed a tunneled dialysis catheter procedure on (B)(6) 2016 and the topical skin adhesive was used on the patient. During the procedure, the doctor squeezed the product to activate the glue and the glass inside the tube poked through and cut the doctor¿s hand through his glove. It was also reported that the topical skin adhesive did have a patient contact with no harm to the patient. There were no patient consequences reported. Additional information has been requested.